Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on a patient. The results provided were: on (B)(6) 2025 sid (B)(6) initial=205.3 ng/l /repeated=10.6, 10.5 ng/l and 9.3 ng/l. Customer reference range for troponin=< or = 34 ng/l. The precision data provided for troubleshooting purpose. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, accuracy testing and labeling review of alinity I stat high sensitive troponin-I, reagent lot 74110ud00. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 74110ud00. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with lot number 74110ud00. A labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I lot 74110ud00 was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on a patient. The results provided were: on (B)(6) 2025 sid (B)(6) initial=205.3 ng/l /repeated=10.6, 10.5 ng/l and 9.3 ng/l customer reference range for troponin=< or = 34 ng/l the precision data provided for troubleshooting purpose. There was no reported impact to patient management.